Event description:
It was reported that the pump was explanted in 2011 due to an infection. A pump was re-implanted in (B)(6) 2011. At the time of the report, the device contained morphine and baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8578, lot# n083995, implanted: 2008-(B)(6), product type accessory product ID 8703w, lot# l52353, implanted: 1998-(B)(6), product type catheter. (B)(4).